Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured, resulting in an acute increase to high thresholds and high impedances. The rv lead also exhibited intermittent capture. The noise exhibited on the rv lead resulted in several inappropriate shocks to the patient. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.